Manufacturer narrative:
There have been 2 other complaints reported in the lot number. The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event. Thus, batch trending and batch device history record (DHR) could not be reviewed. All products pass 100% final inspection at company product prior to approval. If a defect would be noticed, the product would have been rejected. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation, shunt was not released from eds during insertion. The surgery was completed by changing to unknown procedure. Additional information has been requested.